Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, the implantable cardioverter defibrillator exhibited atrial oversensing. Further review revealed far r wave oversensing. No device intervention was performed. The patient was stable.